Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pulse generator exhibited backup vvi operation via transtelephonic monitoring. The patient reported feeling fatigued and was brought into the clinic. A device software download was successfully performed.